Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he needs to change his infusion set because he said that when he selects rewind, his pump beeps once, then says the rewind is complete even when the piston is still at the end of its travel. He said the piston will not go down when he goes to select rewind. During troubleshooting for reservoir and tubing process, the customer said that he is unable to exit the load reservoir process. He said that he is disconnected. The customer was not able to complete status with next highlighted on the screen. He was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No prime anomaly or rewind anomalies noted during testing. The insulin pump functioning properly. The insulin pump was received with scratched lcd window, keypad overlay texture damage, cracked keypad at select button, scratched around casing and cracked retainer. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.